Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: over infusion of nivolumab. The infusion should have taken an hour which is what the pump was programmed for and it ended up infusing in 20 min. The end user stated there was no ill effect from the over infusion.

Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. A review of the history logs was performed by our r&d department, and they determined that on the date of the reported incident the user ran an infusion therapy with piggyback mode. During this infusion the pump alarmed for both upstream and downstream occlusion. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed.